Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer did not follow the laboratory protocol by performing duplicate repeats using the same aliquot as that of the initial run. Also, the customer did not follow advia centaur xp (B)(6)instructions for use for performing repeat testing. The customer ran quality controls and calibrations on (B)(6) assay. The cause of the discordant, false reactive (B)(6) conf result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false reactive (B)(6) surface antigen confirmatory (B)(6) result was obtained on one patient sample on an advia centaur xp instrument. Before being tested with the (B)(6), the sample had been tested for (B)(6) on an alternate advia centaur xp instrument, resulting as reactive upon initial and repeat testing. The sample was repeated on this advia centaur xp instrument (B)(4) and resulted non-reactive. The reactive (B)(6) results were reported to the physician(s), who questioned them. The (B)(6) conf test was then run and resulted reactive, but the operator reported a non-reactive result as the final result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false reactive hbsag conf result.